Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called reporting she had a right knee replacement done on (B)(6) 2019. Patient reported she is experiencing swelling and pain.